Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer recently replaced magic3 catheter 53314 with another version that have a green gripper and water packet. It was noted that magic3 catheter 53614g with lot jufp0355. Stated that the customer used about 10 catheters, and they were so dry hence it ripped the opening to the penis. Representative determined customer was not popping the water packet and allowing the water to activate catheter lubricant. Also noted customer did not receive any instructions for use and was not aware of the water packet being an essential part of the preparation process. Stated customer did not receive these instructions but stated that it would have been nice to have them at least on the product label so customer did not do this to themselves. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "incorrect labeling operation". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿ wash your hands thoroughly with soap and water. ¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. ¿ peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. ¿ wash the area around the meatus before catheterizing. ¿ wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer recently replaced magic3 catheter 53314 with another version that have a green gripper and water packet. Stated that the customer used about 10 catheters and they were so dry hence it ripped the opening to the penis. Representative determined customer was not popping the water packet and allowing the water to activate catheter lubricant. Also noted customer did not receive any instructions for use and was not aware of the water packet being an essential part of the preparation process. Stated customer did not receive these instructions but stated that it would have been nice to have them at least on the product label so customer did not do this to themselves.

Event description:
It was reported that the customer recently replaced magic3 catheter 53314 with another version that have a green gripper and water packet. Stated that the customer used about 10 catheters and they were so dry hence it ripped the opening to the penis. Representative determined customer was not popping the water packet and allowing the water to activate catheter lubricant. Also noted customer did not receive any instructions for use and was not aware of the water packet being an essential part of the preparation process. Stated customer did not receive these instructions but stated that it would have been nice to have them at least on the product label so customer did not do this to themselves. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect labeling operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.